Event description:
It was reported that the patient had a difficulty charging and aligning the charger to the ipg. It was noted that the ipg was mal positioned. The patient underwent an ipg revision procedure and was doing well postoperatively. Nothing was added or removed during the procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.